Manufacturer narrative:
Philips service replaced the charger and provided a workaround solution using a wired footswitch. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the wireless footswitch failed, causing image delay on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.